Event description:
Pt claims hole in contact lens caused cuts and bruises to right eye. Pt saw a dr the next day. Eye clinic diagnosed "corneal abrasion". No treatment was indicated on documents that were sent. No indication of severity of corneal abrasion was noted.